Manufacturer narrative:
(B)(4). "Ac fails" was reported. No pt involvement was reported. No additional info was provided. The available info indicates that this device was not evaluated or repaired. No further communication was requested and none is warranted. Based on the customer report we are considering this a malfunction. We are unable to determine the cause from the available info.

Event description:
"Ac fails" was reported. No pt involvement was reported.